Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) requested assistance programming magnetic resonance imaging (MRI) mode for this pacemaker and the right ventricular (rv) lead. Technical services (ts) confirmed this system was not MRI conditional due to a high out of range pacing impedance, greater than 3000 ohms. It was confirmed there was an MRI cardiology order. The hcp noted they would discuss with cardiology. This pacemaker remains in service. No adverse patient effects were reported.